Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "door key" of a clearlink system; non-dehp continu-flo solution set was backward. It was further reported that the tubing had to be flipped in order to load into the unspecified pump. This was identified during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.